Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing, eyes stinging, sore throat, and chest pain while using the device. Medical intervention was an emergency room visit. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused coughing, eyes stinging, sore throat, and chest pain while using the device. Medical intervention was an emergency room visit. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil did not observe any issues with the device except a hair-like particle on the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found one erorr. The manufacturer concludes thehair like particles on blower box. There was no evidence of soundabatement foam degradation.